Event description:
Upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable.

Manufacturer narrative:
B5 - upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vault. The lens remains implanted.

Manufacturer narrative:
Claim# (B)(4).